Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level less than 40 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed carbohydrates and paramedics administered glucagon injections in an attempt to treat the low bg. Ultimately the customer was transported to the emergency room (ER) and experienced contusion from falling. Customer was treated with intravenous fluids of saline while in the ER and released on (B)(6) 2023 with no permanent damage. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and identified the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Recommendation was made to consult with a healthcare provider regarding diabetes management.